Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 09/17/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent laparoscopic adhesiolysis, laparoscopic repair of incarcerated umbilical hernia and incarcerated ventral hernia with composix low profile mesh on (B)(6) 2011 due to incarcerated umbilical hernia and incarcerated ventral hernia. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 05/05/2016.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 along with laparoscopic bilateral salpingooophorectomy, laparoscopic lysis of severe pelvic and abdominal adhesions, cystotomy and repair,cystoscopy due to incontinence. It was reported that following insertion the patient experienced pain, urinary problems, bleeding, dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.